Manufacturer narrative:
Device passed displacement test and self test. Pump error 63 confirmed in device history with variable due to broken trace at pin on keypad assembly. All buttons functioning properly. No damage to the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures. The customer's blood glucose level was unknown. The customer stated that the up button of the insulin pump had malfunctioning. The customer stated that they were able to clear the alarm. The customer also stated that they was able to rewind the pump. The troubleshooting was performed and self test did not passed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.